Event description:
Subsequent to the initially filed report, the following information was received: the access site was not calcified.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was could not be confirmed as the cut portion of the suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of three proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the tavr procedure was completed. During knot advancement, suture breaks occurred with two of the proglide devices. The suture of a fourth proglide device was successfully deployed. Hemostasis was successfully achieved with one of the pre-placed proglide sutures, the suture of the fourth proglide device and slight manual arterial compression due to tissue tract oozing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.